Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when monitoring a patient, their device unexpectedly powered itself off. The customer advised physio that the device powered on again 46 seconds after the shutdown and remained powered on for the remainder of the patient event. There were no adverse effects to the patient due to the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. It was observed that all battery pins in the device were loose. Physio downloaded the electronic records from the customer¿s device and was able to confirm that the device experienced an inappropriate loss of power. A voltage drop testing was conducted and the battery pins, battery wire harness, and power pcb assembly were replaced. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. Physio-control determined that the likely cause of the reported issue was due to loose battery pins in the device, which caused inadequate electrical connection.

Event description:
The customer contacted physio-control to report that when monitoring a patient, their device unexpectedly powered itself off. The customer advised physio that the device powered on again 46 seconds after the shutdown and remained powered on for the remainder of the patient event. There were no adverse effects to the patient due to the reported issue.